Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's medical history included gastrooesophageal reflux, irritable bowel syndrome and pap smear abnormal. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, hirsutism, malaise, fatigue and mood disorder. Concomitant products included levonorgestrel (mirena) and thyroglobulin (westhroid). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain ("abdominal pain from the side"). In october 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). In january 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fungal infection ("infection (other) describe: yeast") and migraine ("migraines / headaches"). In march 2015, the patient experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypo-thyroid"). In june 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety") and alopecia ("hair loss"). In october 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and complication of device insertion ("only right side was implanted") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed),unilateral salpingectomy - right). Essure was removed in september 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, autoimmune hypothyroidism, migraine and back pain had resolved and the mood swings, anxiety, menorrhagia, urinary tract infection, fungal infection, dysmenorrhoea, dyspareunia, weight increased, alopecia, endometriosis, complication of device insertion and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune hypothyroidism, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, endometriosis, fungal infection, menorrhagia, migraine, mood swings, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2013 micro insert placed: left cornua, number of proximal coils: 4 on left cornua, complications (comments: right ostia visualized clearly, but microinsert could not be placed), patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated . New event: abdominal pain from the side were added. Medical history , concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included thyroglobulin (westhroid). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fungal infection ("infection (other) describe: yeast") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypo-thyroid"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and complication of device insertion ("only right side was implanted") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed),unilateral salpingectomy - right). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, hypothyroidism, migraine and back pain had resolved and the mood swings, anxiety, menorrhagia, urinary tract infection, fungal infection, dysmenorrhoea, dyspareunia, weight increased, alopecia, endometriosis and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, endometriosis, fungal infection, hypothyroidism, menorrhagia, migraine, mood swings, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs received : product indication and implant date were updated. Previously reported ¿injury to herself¿ was updated to lower abdomen. Following events were added: mood swings, anxiety, vaginal haemorrhage, menorrhagia, uti, infection (other) describe: yeast, hypothyroidism, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, hair loss, lower back pain, endometriosis, only right side was implanted and she did not undergo conformation test. Event outcome added for: abnormal bleeding (vaginal), hypothyroidism, lower abdomen, lower back pain and migraine. Lawyer, historical, treatment and concomitant medications were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.